Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant. Additional information revealed that, while the cause of the transplant was the patient's preference, the patient had a driveline infection with drainage at the site and has been on chronic suppressive antibiotics. The device operated as expected.

Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported driveline infection could not be determined. It was reported that the patient elected to have a heart transplant. No device-related issues were identified through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled, with the pump cable severed approximately 3¿ from the pump housing. An additional portion of the pump cable was returned measuring approximately 7.5¿. The modular cable and the distal portion of the pump cable with the inline connector were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned over the outflow graft, but was not attached. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on a heartmate 3 hydraulic qualification functional tester. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended through the transplant procedure. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including driveline infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.